Manufacturer narrative:
The expiration date for lot 368890-12 is 31-jul-2020. The reporter's test strips for lot 381239-11 were provided for investigation where they were tested using a retention meter, strips and controls. Testing results: lot 381239-11 (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Testing results: lot 368890-12 (qc range = 2.5 - 3.9 inr) retention strips: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 381239 and 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results on two patients with coaguchek xs plus meter serial number (B)(4), compared to a dade innovin laboratory method. On patient one, using lot number 38123911, the result from the meter at 9:18 a.m. Was 4.9 inr. The result from the laboratory at 9:31 a.m. Was 2.9 inr. The patient's therapeutic range was 2.0 - 3.0 inr. On patient two, using lot 36889012, the result from the meter at 1:46 p.m. Was 2.9 inr. The result from the laboratory at 3:03 p.m. Was 2.0 inr. The patient's therapeutic range was 2.0 - 3.0 inr.